Event description:
A hospital in (B)(6) reported via a distributor that an (B)(4) vented autofeed humidification chamber overfilled during set up. This was observed prior to patient use.

Manufacturer narrative:
(B)(4). The complaint (B)(4) vented autofeed humidification chamber has been received at fisher & paykel healthcare in (B)(6) for evaluation. We will provide a follow-up report once we have completed our investigation.